Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "stenosis" was confirmed based on the medical report. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "there is a severe aortic stenosis post 2 years and 3 months implantation of a s3u valve. Tee report shows ava 0.9 sq.cm., mean gradient 38 mmhg, and aortic valve velocity 4.20 m/s. No obvious clot or pannus was noted in the tavr, the leaflets are thin, but have restricted opening. The patient underwent explant of the valve and received an edwards surgical valve as replacement approximately 3 years and 8 months post tavr." Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Due to limited information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to receipt of additional information. Sections a2, b3, b4, b5, d6b, g3, g6, h2, h3, h6: clinical code, impact code, type of investigation and h10 has been updated. Investigation is still ongoing.

Event description:
As per implant patient registry, the patient underwent explant of the valve and received an edwards surgical valve as replacement approximately 3 years and 8 months post tavr.

Manufacturer narrative:
Investigation is ongoing. H3 other text: remains implanted.

Event description:
As reported by the field clinical specialist, after a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, on post operative day 1 (pod-01), tte revealed a mean gradient of 22mmhg, 314 cm/s vmax. 2 years and 2 months post tavr procedure, tte revealed a mean gradient 70.40mmhg 563 vmax, cm/s. Approximately 1 month later, tee revealed a mean gradient of 38mmhg, ava .9, vmax 420 cm/s; conclusion, no obvious clot or pannus was noted in the tavr, the leaflets are thin, but have restricted opening. The fcs was notified of a "possible failing s3u valve" and patient is being proctor reviewed for possible stenosis or thrombosis. As per follow-up information received from an fcs, the patient is now being worked up for a valve in valve procedure approximately 3 years and 6 months post tavr due to progressive aortic stenosis. Patient was treated with anticoagulation with coumadin keeping inr between 3 and 3.5 and had no improvement in the valve. The patient remained asymptomatic and was continued to be followed. The patient is now experiencing exercise-induced chest heaviness and denies other symptoms. The patient has not had lightheadedness or syncope.